Event description:
Prior hdu patient receiving treatments through a permcath. Outside hdu facility began using the av graft. Whenever patient received hdu treatments, a localized bright red outline of the actual graft would appear. Localized itching. Temp lowered on hdu machine. No other alterations in prescription or process. Data trended.